Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to perform several troubleshooting steps, including checking power sources and attempting a button reset, but the issue persisted. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup therapy. The customer also expressed interest in an out-of-warranty loaner pump.